Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue or sample issue. Manufacturer contacted the customer with follow up phone calls for knowing customer's condition. During the follow-up call on (B)(6) 2016, the customer stated the felt much better and did not currently have any diabetic symptoms. The customer stated that did not have any medical intervention since the last call. Additional phone calls attempt were made to ensure the new replacement product resolve the initial concern; unable to talk to customer.

Event description:
Costumer reported complaint for e-5 error message: test strip error, very high blood glucose result. While troubleshooting the e-5 error message during the call on (B)(6) 2016, the customer stated that felt irritated and fatigued. Customer stated that believed it was related to diabetes and might be because the blood glucose was high. Customer was advised to seek medical attention but declined stating that had taken the insulin a couple of hours ago. Customer was advised to seek medical attention if the symptoms persist or worsened and/or to contact the healthcare provider. During the call, the customer stated that he had "a lot" of candy last night ((B)(6) 2016) because the blood glucose was 44 mg/dl fasting and customer did so to bring the blood sugar up. The customer's expected fasting blood glucose test result range is undisclosed - 300 mg/dl (customer stated the normal fasting range is usually below 300 mg/dl). During the call on (B)(6) 2016, the customer performed a blood test that produced a non-fasting test result of 534 mg/dl. Customer advised to seek medical attention, customer refuses to seek medical attention at time. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/22/2017 and open vial date is (B)(6) 2016. The meter memory was undisclosed. Memory concerns:undisclosed.